Manufacturer narrative:
The reported events were for lead dislodgement, muscle stimulation, and inadequate capture. As received, a complete lead was returned in one piece. Visual inspection of the lead found a bent helix, consistent with procedure damage. The helix mechanism and length test could not be performed due to a bent helix, consistent with procedure damage. The reported event was for inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer number: 2017865-2021-26342. It was stated that the patient reported falling out of bed. The patient experienced muscle stimulation. The left ventricular (lv) and right ventricular (rv) leads were found to be in high output mode on the (B)(6) 2021. Tachycardia therapies and pacing were programmed off in clinic and the patient was fitted with a life vest. Imaging revealed the lv and rv leads had pulled back from their positions. The rv and lv leads were explanted. The patient remained stable throughout the procedure.